Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. The pt info provided in section a is the average for all the pts. At this time, no additional info was available, additional info regarding the pt, event, interventions and outcome has been requested.

Event description:
Literature: maeda y, lundby l, buntzen s, laurberg s. "Sacral nerve stimulation for constipation: suboptimal outcome and adverse events." Dis colon rectum. Jul 2010;53(7):995-999. Summary: this article reported the experience of pts treated with sacral nerve stimulation for constipation between (B)(6) 2002 and (B)(6) 2008, at one treatment ctr. In particular, the article focused on reportable events and their mgmt. Thirty-eight pts who underwent implantation of a permanent stimulator were followed. Reportable events: one pt underwent replacement of the implantable neurostimulator (ins) not due to normal battery depletion. There were an unspecified number of events, no greater than eight, of loss of efficacy (defined as a loss of meaningful clinical benefit after a period of satisfactory results) that were considered due to device malfunction. One pt experienced wound dehiscence. Fourteen pts had a lead replacement. Three pts had revisions to either fix a "mobile" ins or move the ins to the contralateral side. One pt had the ins explanted. Three adverse events led to a discontinuation of therapy. The other 35 pts were still using the ins with maintained clinical benefit of variable degree.